Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, pn unknown, ln unknown; unknown cup, pn unknown, ln unknown; unknown liner, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-02136, 0001822565-2019-02137, 0001822565-2019-02138. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient¿s legal counsel reported patient underwent right total hip arthroplasty. Subsequently, patient experienced an unspecified complication; however, no revision has been reported at this time. No further information is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2019-00424.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2019-00424.